Event description:
It was reported the customer had cracks near their battery compartment. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with cracked case at display window corners, end cap and battery tube threads. Unit received with broken reservoir tube lip. Unit received with minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.